Event description:
Customer reported an incident of hypoglycemia in which she had meter result of "120's" mg/dl on her advantage system and 70 mg/dl on emt's meter within 10 minutes. Customer self treated, emt's were called but did not treat. A request was made for the return of the system, replacement was sent.